Event description:
It was report via a journal article that a patient underwent a ventral hernia repair on (B)(6) 2005 and a topical skin adhesive was used to close the skin. Approximately 8 weeks post-operative the patient developed an inflammatory dehiscence of the wound. The patient developed extrusion of the suture, granuloma formation, delayed wound healing, and inflammation. After removal of the suture material and granulomatous tissue, the wound was closed and healed without any further consequence.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.